Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. Reportedly, the issue was resolved and customer continued using pump for insulin therapy.